Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.  Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with a bicuspid native valve, a pre-implant balloon aortic valvuloplasty was performed with a 6x20mm non-medtronic balloon. Following release of the valve, the valve dislodged. It was noted that during implant, temporary pacing was lost, premature ventricular contractions were noted, and may have contributed to the valve dislodgement. The valve was snared and anchored above the sinotubular junction. Subsequently, a non-medtronic maneuverable system was used to implant a second valve. No additional adverse patient effects were reported.